Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had power issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was power on and working. The technical support specialist had been multiple attempts were made to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.